Event description:
Caller states that during a correlation study the following coaguchek xs/laboratory results were obtained: 2.3 inr/1.7 inr. Unk action taken based on device results, however no adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Caller states that during a correlation study the following coaguchek xs/laboratory results were obtained: 2.5 inr/2.0 inr. Unk action taken based on device results, however, no adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Caller states that during a correlation study the following coaguchek xs/laboratory results were obtained: 2.6 inr/2.0 inr. Unk action taken based on device results, however, no adverse event reported. Requested return of suspect system and replacement was sent.